Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that left ventricular automatic threshold (lvat) was unable to run and this left ventricular (lv) lead was not functioning well. The lead remains in service. No adverse patient effects were reported.